Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported events could not conclusively be established through this evaluation. The submitted log files also showed the pump operating as intended. It was reported that the patient was admitted with shortness of breath, chest pain and found to have pleural effusion. The account communicated on (B)(6) 2019 stating that the event was not thought to be device related. However, the patient had a spontaneous hemothorax of an unknown cause, which required an exploration and washout in the operating room. The patient was discharged home without issue and has not been readmitted since the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further issues have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, this document describes all alarm conditions as well as the appropriate actions associated with them. The hm3 IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were received which stated, patient ga implanted with hm3 on (B)(6) 2018 admitted with shortness of breath, chest pain and found to have pleural effusion. During the analysis of the log it was observed there was a low flow with high pi reading, this seems to be physiological in nature. While there may be a number of possible reasons for this, it seems two common reasons are hypertension or hypovolemia. There were no other unusual events seen within the log file. The event was not thought to be device related. The patient had a spontaneous hemothorax of unknown cause which required exploration and washout in the or. Patient was discharged home without issue. Patient has not been readmitted since the event. No further or additional information was provided.